Manufacturer narrative:
The customer complaint that the autopulse nxt platform (sn (B)(6) stopped cinching the nxt band tight was confirmed not during archive review or functional testing. Per the customer, the platform was tested with multiple nxt bands with the same result. As returned, there was an nxt band jammed on both sides of the band slots. However, once the band was removed, the platform was tested with a good known nxt band and the customer complaint could not be reproduced and no device malfunction was observed. Visual inspection of the returned platform was performed, and no physical damage was observed. However, unrelated to the reported complaint, an nxt band that was jammed in both band slots of the platform. The autopulse nxt platform failed the preliminary functional test due to the nxt band jammed in both band slots and both winch shafts were not in the home position, unrelated to the reported complaint. The band was removed and replaced with a (good) test band and the winch shafts were returned to the home position. The platform was tested with the mztf (medium zoll test fixture) without any issue. The customer complaint could not be replicated. Waiting for customer approval for repair.

Event description:
The customer reported that during patient use on a 66-year old approximately 180-pound female patient, the autopulse nxt platform (sn (B)(6) ) stopped cinching the nxt band tight yesterday. The band was not touched during initiation of the treatment, per the IFU. They have tried multiple new bands and different autopulse nxt li-ion batteries but it's not pulling tight. The crew immediately defaulted back to manual CPR. Manual CPR was performed for approximately 20 minutes before the patient was pronounced in residence. Return of spontaneous circulation (rosc) was never achieved. The patient was in cardiac arrest and did not survive.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The autopulse nxt platform in the complaint has not been returned for investigation. Therefore, a physical investigation has not been performed. If the device is received for investigation/evaluation, the ccr will be re-opened. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.